Event description:
On (B)(6) 2014, it was reported that the patient had experienced elevated blood glucose levels for the past three months. The patient has been able to correct the elevated levels via insulin injection and via her infusion device. The patient does not think her infusion device delivers an accurate amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).